Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2022. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain"), fatigue ("chronic fatigue") and cerebrovascular accident ("suspected stroke") in a 49 year-old female patient who had essure inserted (lot no. (B)(4)) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2021 she experienced cerebrovascular accident (seriousness criterion hospitalisation). An unknown time later she experienced pelvic pain (seriousness criterion medically important), back pain ("backache"), dizziness ("dizziness"), arrhythmia ("arrhythmia"), constipation ("constipation"), dry mouth ("dry mouth"), toothache ("dental pain"), lack of spontaneous speech ("lack of words"), gingival recession ("retracted gums"), abdominal pain ("abdominal pain"), fatigue (seriousness criterion disability), memory impairment ("memory disorder"), visual impairment ("decreased vision"), atrial fibrillation ("atrial fibrillation"), irregular sleep phase ("very irregular sleep"), heavy menstrual bleeding ("haemorrhagic periods"), disturbance in attention ("problem concentrating"), middle insomnia ("several awakenings at night to urinate"), nocturia ("several awakenings at night to urinate") and hypoacusis ("decreased hearing "). At the time of the report, the outcomes for pelvic pain, back pain, dizziness, arrhythmia, constipation, dry mouth, toothache, lack of spontaneous speech, gingival recession, abdominal pain, fatigue, memory impairment, cerebrovascular accident, atrial fibrillation, heavy menstrual bleeding, disturbance in attention, middle insomnia and hypoacusis were unknown. No causality assessment was received for essure with regard to back pain, dizziness, arrhythmia, constipation, dry mouth, pelvic pain, toothache, lack of spontaneous speech, gingival recession, abdominal pain, fatigue, memory impairment, cerebrovascular accident, visual impairment, atrial fibrillation, irregular sleep phase, heavy menstrual bleeding, disturbance in attention, middle insomnia, hypoacusis or nocturia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 85 kg. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 15-dec-2022. The most recent information was received on 27-dec-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain"), fatigue ("chronic fatigue") and cerebrovascular accident ("suspected stroke") in a 49 year-old female patient who had essure inserted (lot no. D31455) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2021 she experienced cerebrovascular accident (seriousness criterion hospitalisation). An unknown time later she experienced pelvic pain (seriousness criterion medically important), back pain ("backache"), dizziness ("dizziness"), arrhythmia ("arrhythmia"), constipation ("constipation"), dry mouth ("dry mouth"), toothache ("dental pain"), lack of spontaneous speech ("lack of words"), gingival recession ("retracted gums"), abdominal pain ("abdominal pain"), fatigue (seriousness criterion disability), memory impairment ("memory disorder"), visual impairment ("decreased vision"), atrial fibrillation ("atrial fibrillation"), irregular sleep phase ("very irregular sleep"), heavy menstrual bleeding ("haemorrhagic periods"), disturbance in attention ("problem concentrating"), middle insomnia ("several awakenings at night to urinate"), nocturia ("several awakenings at night to urinate") and hypoacusis ("decreased hearing "). At the time of the report, the outcomes for pelvic pain, back pain, dizziness, arrhythmia, constipation, dry mouth, toothache, lack of spontaneous speech, gingival recession, abdominal pain, fatigue, memory impairment, cerebrovascular accident, atrial fibrillation, heavy menstrual bleeding, disturbance in attention, middle insomnia and hypoacusis were unknown. No causality assessment was received for essure with regard to back pain, dizziness, arrhythmia, constipation, dry mouth, pelvic pain, toothache, lack of spontaneous speech, gingival recession, abdominal pain, fatigue, memory impairment, cerebrovascular accident, visual impairment, atrial fibrillation, irregular sleep phase, heavy menstrual bleeding, disturbance in attention, middle insomnia, hypoacusis or nocturia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 85 kg. Batch no d31455, production date 2014-11-27, expiration date 2017-11-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 27-dec-2022: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.